Event description:
Legal counsel for patient reported patient underwent a total hip arthroplasty on (B)(6) 2006. Patient's legal counsel further reports patient allegations of personal injury. There has been no reported revision procedure. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.